Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the sticker (scale label) that is attached to the reservoir is pulling away from the reservoir when attaching level sensors pads to it. The product was not changed out and the surgery was completed successfully.